Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz heart-lung machine (hlm) referenced in this report. The event occurred in (B)(6), france. Photographic evidence was provided, indicating that the reported issue impacted the cardioplegia blood (cpl-b) pump. Livanova has initiated an investigation into the event, which is currently ongoing. Should any additional information relevant to the event become available, it will be submitted in a supplemental report.

Event description:
Livanova deutschland received a report concerning an essenz heart-lung machine (hlm) cardioplegia pump that displayed an error. The issue occurred during a clinical procedure. No patient injury or harm was reported in association with the event.